Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the tubing of the day bag did not drain the fluid well. The user had to wiggle the tubing and squeeze at the air bubble to initiate the fluid to drain again. It was unknown if the catheter in place was a bard brand 14fr. Latex foley or not. Per additional information received on 6/25/2018 from ibc, the customer was still using it and would return it when she changed to a new bag.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "bard dispoz-a-bag leg bag with flip-flo drainage valve a vinyl leg bag to be used with male external catheters, foley catheters or most other types of urinary catheters. Sterile unless package is opened or damaged. Directions of use: 1. Separate notches within circles. Pull straps through holes and around leg. 2. Position bag on leg with flutter valve at top. 3. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard extension tubing (catalog no. 150615 or 4a4194). When using extension tubing, make sure to connect tube at least to the 3rd taper of the connector. 4.to empty dispoz-a-bag, push green lever flip-flo valve out and down. Important: be sure to reclose flip-flo valve after emptying bag 5. After use, this product that may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable, local state, and federal laws and regulations. Bard dispoz-a-bag accessories: *leg bag holder*1-3/4" wide leg bag strap* deluxe fabric leg bag straps* extension tubing contact c.r. Bard, inc. 1-800-526-4455 for information on these and other accessories. Bard dispoz-a-bag, and flip-flo are trademarks and/or registered trademarks of c.r. Bard, inc. Manufactured in mexico" the device was not returned.

Event description:
It was reported that the tubing of the day bag did not drain the fluid well. The user had to wiggle the tubing and squeeze at the air bubble to initiate the fluid to drain again. It was later reported on (B)(6) 2018 from the international business center, that the customer was still using the bag and would return it when she changed to a new bag.